Event description:
It was reported that the patient had an active driveline (dl) power fault alarm that cleared with interrogation on the screen. The alarm did not return. The patient has known extensive damage to driveline (dl) and system controller ((B)(6)). They were not a surgical or pump exchange candidate and has had known dl fault alarms over past year ((B)(6)). This patient has a known short to shield. With suspected broken wire in phase b. Urgent log files were sent for review. The log file continued to capture driveline fault alarms all throughout the log file. According to the phase data, the brown wire on phase 2 could be possibly broken. The other 5 wires appeared to be functioning as intended. There were no low speed or pump off events seen in the log files. The log file captured a double power disconnect on (B)(6) 2025 at 11:26. There was no pump interruption during this event as the backup battery (ebb) function as intended. The controller went into power saver mode. Otherwise, there were no notable alarm conditions or parameter changes. The vad was functioning as intended. Additional log files were sent for review on 16oct2025 and captured constant dl fault events but no low speed or pump off events noted.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log file confirmed driveline fault alarms. Although a specific cause for these alarms could not be conclusively determined, based on previous complaint history, the alarms captured in the submitted log file appeared to be consistent with potential driveline wire compromise. Additionally, the reported superficial driveline damage could not be confirmed. A specific cause for the damage could not be conclusively determined through this evaluation. The submitted log file contained events and data from 15aug2025 through 15oct2025. Persistent, silenced, driveline fault alarms, associated with yellow wrench advisories, were captured throughout the file. Electrical continuity data suggested a potential wire conductor breakdown issue with the brown wire within phase 2. No other notable events or alarms were observed. There did not appear to be a progression of the suspected driveline wire damage (reference (B)(4)). Despite this finding, the pump appeared to function as intended and operated at or above the low speed limit for the duration of the file. Multiple attempts were made to obtain additional information regarding the event; however, no further information was provided by the account. The patient remains ongoing on heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) and driveline, serial number (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas IFU and the heartmate ii patient handbook currently available. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. The patient handbook also instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the IFU and patient handbook can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Corrected data: h6. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional log files were sent for review on 16oct2025. The patient was medically stable. The log captured constant driveline fault events but no low speed or pump off events noted. The wire data shows the same pattern as in past log file reviews. Additional related MFR's: 2916596-2025-01843; 2916596-2021-02051: 2916596-2020-03747.

Manufacturer narrative:
Correction: additional information to be included in b5. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.